Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that the home health nurse reported that her patient's aspira peritoneal catheter is leaking. The nurse reported that the catheter is tunneled downward from the insertion site. Ms&s discussed with the nurse how the catheter was supposed to be tunneled differently and found this to be the cause of the leak. No patient injury reported.